Manufacturer narrative:
The reported field event of body fluid stain in header was confirmed. The cause was due to device usage. No device malfunction was observed. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage.

Event description:
It was reported that during a device replacement procedure due to normal elective replacement indicator (eri), blood was observed in the header of the device. The physician suspected the blood entered the header during the initial implant procedure. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.